Event description:
It was reported that the patient presented in-clinic for normal follow-up. Upon interrogation, the patient vibratory notifier had an abnormal sound. No intervention was performed. The patient was stable during the device interrogation and will continue to be monitored.